Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-22446. This report, 1818910-2011-12569, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2012-22446.

Manufacturer narrative:
This follow-up was made in error.

Manufacturer narrative:
This complaint has been reopened. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
**Update** (B)(6) 2013 - patient's revision operative records were received. Records indicate the patient was revised to address a grinding sensation and elevated iron levels. There is no new information that would change the exsisting MDR decision. Dor: (B)(6) 2012 (right hip).

Event description:
Litigation papers allege the following: on or about (B)(6) 2010, patient suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: lower extremity swelling, hip pain, loss of enjoyment of life, metallosis exposure and other injuries presently undiagnosed. Patient has not yet scheduled a specific date of explanation of the right or left hip.